Event description:
Customer reported that they tested their blood glucose lever using their freestyle meter and the results were normal although they felt sick. Paramedics were called and they did performed comparison testings using a unknown brand meter which showed that they was very high. Customer was transported to hosp where they was put on IV and their blood sugar level was check regulary. Testing was performed on the fingers.